Manufacturer narrative:
A correlation between the device and the reported bleeding could not be conclusively determined. No equipment was returned for evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference MFR report numbers 2916596-2016-00878 and 2916596-2017-00459 for the previous reports of gastrointestinal bleeding. (B)(4). Approximate age of device ¿ 1 year 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2016. It was reported that on (B)(6) 2017 the patient's inr was subtherapeutic at 3.3. The patient complained of black tarry stools with a drop in hemoglobin and hematocrit to 7.6g/dl and 22.9%, respectively. The local hematologist transfused 2 units packed red blood cells (prbc¿s) on (B)(6) 2017. On (B)(6) 2017, the hemoglobin (hgb) was 5.4 g/dl. The patient reported to the local emergency department with concerns for gastrointestinal (gi) bleeding. The patient developed symptoms of dizziness, weakness, and nausea. The patient was transfused 2 units prbc¿s at the local emergency department and the hematocrit (hct) improved to 24%. The patient was then transferred to the implanting center on (B)(6) 2017, and it was reported that the symptoms improved. On (B)(6) 2017 1 unit prbc was transfused for hgb of 7.3 g/dl and hct of 20.9%. The patient was placed on an IV protonix infusion for a few days and blood levels remained stable. On (B)(6) 2017, the patient was discharged home. No other testing was completed during this admission. It was reported that the patient had a history of gi bleeding. On (B)(6) 2017, the patient received a heart transplant. It was reported that the patient¿s listing status for transplant had been elevated due to unspecified issues, and that the elevation in status was not device related. The device was reported as operating as expected. No additional information was provided.